Event description:
In 03/2002 nellcor puritan bennett rec'd a call to inquire about downloading trend info on an oxinet ii central station. According to the customer the pt expired and the n-3000 pulse oximeter was alarming at bedside but not at the central station. According to the customer, one of the nurses "fiddled" the oxinet cable and the central station started alarming.